Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
Device passed displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error, and rewind insulin pump. Customer stated that during self test insulin pump received pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.